Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 02-012-39-2030. - logic tibia fin tray cem sz 2f/3t. (B)(6).

Event description:
It was reported that this female patient's left knee was revised approximately 13 years 4 months post op. Patient complained of pain. Loose femur, recalled poly and patella. Patient was last known to be in stable condition following the event. Product not returning: chain of command due to recall

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.